Event description:
Reportedly, the device was applied and made a sound as if it was working, but it did not work on the surgical site and could not make a proper seal. A similar device was used and the same thing happened. The user switched to a different style electrode and the case was completed. There was no injury or adverse affects to the pt.